Event description:
It was reported by the operating room nurse that during the nephrectomy, the device was stuck on the renal vein. The device fired and stapled and then the jaws would not open. This is the only information known. Additional information has been requested, no response has been received to date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device status unknown.